Event description:
The customer stated that he experienced low blood glucose levels while driving, and was in a car accident. The customer was hospitalized with a blood glucose reading of approx 70 mg/dl. The customer also reported intermittent button response. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs. No button/keypad anomaly noted.